Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, unable to issue doses were not in the cabinet. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the items in those doses were not in the cabinet. A technical support specialist found that the medication equivalents had not been set up for these item doses. The customer was reaching out to the pharmacy to have the items stated. The system functioned as intended after the technical support specialist troubleshot the device.